Event description:
It was reported that when they plugged in, it automatically starts the shaver. No patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned device noted that the middle pedal has collapsed. Complaint of starting the shaver after footswitch is plugged in was not confirmed. Footswitch failed functional testing with ¿footswitch error¿ message and alarm immediately when footswitch is connected to the test control unit. Test mdu did not activate on its own. Reason for pedal collapse is both springs are missing from middle pedal assembly. The complaint was not confirmed. Cause of error and alarm to be a collapse of the middle pedal due to missing both springs. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.